Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements, measuring greater than 200 ohms and a red alert was displayed. The thresholds went from 06v to 1.8v. Technical services (ts) stated that the rv rate and sensing jumped from mid 450 ohms to 1200-1300 ohms and suspects fractured distal coil. The health care professional (hcp) will be discussing with the physician. The hcp did a vector breakdown, and all vectors were greater than 200 ohms except ra to can and performed left ventricular (lv) programming. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This report captures additional information of the explant of this product and impact on the patient.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements, measuring greater than 200 ohms and a red alert was displayed. The thresholds went from 06v to 1.8v. Technical services (ts) stated that the rv rate and sensing jumped from mid 450 ohms to 1200-1300 ohms and suspects fractured distal coil. The health care professional (hcp) will be discussing with the physician. The hcp did a vector breakdown, and all vectors were greater than 200 ohms except ra to can and performed left ventricular (lv) programming. This rv lead remains in service. No adverse patient effects were reported. Additional information received indicated that this lead was explanted and successfully replaced. No additional patient adverse effects were reported.